Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the patient died. The patient presented with previously placed stents, possibly multiple layers. Following predilatation, a 3.5x12mm stent was placed. There was no excessive resistance felt with either device and there were no issues deploying the stent. A 3.50x38mm synergy ii drug-eluting stent was then placed at the proximal end of the old stents. There was a narrowing of the vessel, at the proximal end with the multiple layers of the old stent that was not able to be expanded by pre dilatation or stent expansion. After the 3.50x38mm synergy stent was deployed, the balloon was not able to be removed from the stented area. The balloon looked fully deflated on fluoroscopy. Vacuum was pulled twice with the indeflator and then with a 20cc syringe. The balloon was inflated to bursting in an attempt to be able to remove the balloon. The physician struggled to remove the device for 15 minutes before the shaft broke and had to snared. The physicians thought that the most likely cause of the stuck balloon was the reduced lumen diameter and potentially fractured or mallopposed struts from the previously placed, older, stents catching the balloon as it was being withdrawn. The patient died during the procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the distal portion of this synergy ii us mr 3.50 x 38 mm stent delivery system was returned for analysis without the hypotube and manifold. A 0.014" guidewire was returned with the device. The stent was not returned for analysis as the reported complaint stated that the stent was deployed. The balloon was reviewed, and it is evident that the balloon was subjected to positive pressure. The balloon was in a deflated state and torn with the inner lumen exposed. A visual and microscopic examination of the bumper tip showed no signs of damage. The hypotube and manifold were not returned for analysis. A visual examination of the outer and inner lumen and mid-shaft section found evidence of stretching along the entire shaft. The port-bond site was stretched. There were multiple kinks along the entire shaft. The mid-shaft break was visible, an accurate measurement could not be taken due to the extent of the damage. No other issues were identified during the product analysis.

Event description:
It was reported that the patient died. The patient presented with previously placed stents, possibly multiple layers. Following predilitation, a 3.5x12mm stent was placed. There was no excessive resistance felt with either device and there were no issues deploying the stent. A 3.50x38mm synergy ii drug-eluting stent was then placed at the proximal end of the old stents. There was a narrowing of the vessel, at the proximal end with the multiple layers of the old stent that was not able to be expanded by pre dilitation or stent expansion. After the 3.50x38mm synergy stent was deployed, the balloon was not able to be removed from the stented area. The balloon looked fully deflated on fluoroscopy. Vacuum was pulled twice with the indeflator and then with a 20cc syringe. The balloon was inflated to bursting in an attempt to be able to remove the balloon. The physician struggled to remove the device for 15 minutes before the shaft broke and had to snared. The physicians thought that the most likely cause of the stuck balloon was the reduced lumen diameter and potentially fractured or mallopposed struts from the previously placed, older, stents catching the balloon as it was being withdrawn. The patient died during the procedure.